Event description:
It was reported by the customer that a pyxis medstation es system cubie pocket unloaded the inventory. The customer reported that users were unable to remove medications when trying to prescribe medication for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubic failed due to software issue. Field service engineer logged in hta and opened the lid to retrieve the medications for the customer. Subsequently, the customer logged back into the system and reassigned the medications. The system functioned as intended after the field service engineer troubleshooted the device.